Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie was stuck and failed to open. A technical support specialist accessed the tester application and released the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a cubie stuck and failed to open. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.